Event description:
During remote follow-up, high defibrillation impedance was observed on the right ventricular (rv) lead. Reprogramming was performed to resolve the event. The patient experienced no adverse consequences.